Manufacturer narrative:
A review of the device history record and inspection records was conducted and no similar concerns were found. One trim tool was returned. The top portion of the catheter was also returned with a broken needle. The trim tool was examined and it was noted that the blade was sitting at an angle inside the housing which is most likely due to the blade being bent. The needle was bent and the proximal end of the needle was twisted and jagged. Therefore, this complaint was confirmed. There were two issues reported for this complaint. Probable causes for the trim tool not cutting the catheter properly was most likely due to the a bent blade and the issue went undetected under visual inspection. The most probable cause for the wings of the splittable needle breaking cannot be determined with confidence. Possibly too much force was applied when trying to peel away the needle. The assembly and packaging supervisors were made aware of the trim tool defect. Since the issue with the splittable needle may be related to the user environment, no corrective action will be taken at this time.

Event description:
Was preparing to place PICC. Attempted to cut PICC by placing in second smallest hole in cutter and it would not cut. Attempted x 2 without success. Needed to trim the catheter with a scissors. Once the PICC was placed attempted to peel away the needle and the wings broke leaving entire needle intact. Needed to use hemostat to pry about needle to avoid loosing PICC. Was able to do this and save the PICC. This infant has minimal sites so was in great need of PICC.